Manufacturer narrative:
Explanation: there was no death or serious injury associated with the unknown defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104/dl code 203. The sd card was defective. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the defective sd card could not be positively identified. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient was reportedly conscious and in a nursing facility at the time of the event. A nurse reportedly was present at the time of the event. Review of the patient's downloaded flag files revealed that two treatment shocks were delivered to the patient at 6:08:10 pm and 6:08:27 pm on (B)(6) 2019. Due to an sd card fault, the patient's ECG rhythms at the time of the treatments is unknown.